Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2013 due to pain and swelling at the ipg site. The issues became present after the ipg was relocated (reference MFR report #: 1627487-2013-1056). The patient will follow-up with her doctor about the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.